Event description:
A (B)(6) female with a bard ivc filter that was placed by (B)(6) hospital on (B)(6) 2014. On (B)(6) 2016, on removal of the filter, 1 long leg and a small fragment broke off. The fragment was retrieved but the long leg was embedded into the tissue and was left in place.